Manufacturer narrative:
Device evaluation indicated that the ipg was able to communicate with a test remote control. However, the device battery profile revealed sudden voltage drops, and a measurement of the battery internal resistance supported the battery tab anomaly. It's due to the intermittent connection of the battery tab, and it was the source of the telemetry anomaly.

Event description:
A report was received that the patient's ipg was explanted due to communication difficulty with the remote control and error codes displayed on the remote control. Radiographic images were taken of the ipg site and showed that the device was correctly placed prior to the procedure. The physician suspected malfunction with the ipg.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient's ipg was explanted due to communication difficulty with the remote control and error codes displayed on the remote control. Radiographic images were taken of the ipg site and showed that the device was correctly placed prior to the procedure. The physician suspected malfunction with the ipg.